Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and a stylet was inserted in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon finding a suitable location for the lead the helix could not be extended despite reaching the maximum recommended number of turns. The physician suspected the torque was not fully delivered to the helix so the lead was manipulated but still encountered difficulty until the helix suddenly extended. Following extension a deterioration in intrinsic amplitude and pacing thresholds was observed. Suspecting the helix was not deployed into tissue, the physician attempted to retract the helix and reposition but the helix would no longer extend. This lead was extracted and an alternate lead implanted without complication. No adverse patient effects were reported.